Event description:
Customer reportedly received the following results within 10 minutes on the same device: 539 mg/dl, 167 mg/dl, and 162 mg/dl. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.